Event description:
A doctor reported that the odyssey fiber refill broke during use on multiple patients over a two month period. None of the patients required medical attention and no injuries occured. The doctor was able to retrieve the broken pieces out of the patient(s) mouth, and no medical attention was required. The doctor estimates that the odyssey fiber refill broke while being used on approximately 20 different patients, both male and female, ranging in age from 30 to 100 years old.